Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink/bend, stretched coils and difficulty to remove were able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 4.5 x 12 mm nc trek catheter as several attempts were made to remove the 4.5 x 12 mm nc trek catheter resulted in the reported/noted guide wire damages (kinked/bent core, bent shaping ribbon, stretched coils) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc trek balloon dilatation catheter is reported under MFR report # 2024168-2017-07781.

Event description:
It was reported that a 4.5 x 12 mm nc trek dilatation catheter was advanced over a balance heavyweight (bhw) guide wire. Reportedly, the guide wire was unable to be removed from the nc trek, so the devices were removed as a single unit. During removal, the wire kinked and coils stretched. No additional information regarding the guide wire was provided.